Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized last week due to a high blood glucose. Customer almost had diabetic ketoacidosis. Customer is now released and doing great. Customer does not want a follow-up.